Manufacturer narrative:
(B)(4).

Event description:
It was reported by an rn who called the clinical support specialist (css) about a system error alarm. The pump alarmed and stopped pumping. The rn stated that she powered down the pump and back on (power reset) and the pump is now pumping without alarms or issues. She is asking if it is ok to continue to use the pump. We discussed possible causes of system error alarms and that her response to the alarm was appropriate. I explained that unless the alarm occurs again, it is fine to continue to use this pump. I asked that if the alarm occurs again, they change out the pump and call to notify us so that service could follow up. The pump was checked by a clinical engineer and the alarm system error 1 could not be duplicated. There were no patient complication, reported.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "system error 1 alarm" is not able to be confirmed. The clinical engineer checked the pump and could not reproduce the alarm. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action at this time.

Event description:
It was reported by an rn who called the clinical support specialist (css) about a system error alarm. The pump alarmed and stopped pumping. The rn stated that she powered down the pump and back on (power reset) and the pump is now pumping without alarms or issues. She is asking if it is ok to continue to use the pump. We discussed possible causes of system error alarms and that her response to the alarm was appropriate. I explained that unless the alarm occurs again, it is fine to continue to use this pump. I asked that if the alarm occurs again, they change out the pump and call to notify us so that service could follow up. The pump was checked by a clinical engineer and the alarm system error 1 could not be duplicated. There were no patient complication, reported.